Manufacturer narrative:
Concomitant medical products: 419688 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shock by the right ventricular (rv) lead due to t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.